Manufacturer narrative:
Analysis of the returned device visually confirmed a portion of the implant returned for analysis. Visual and optical examination confirms the implant is fractured near the implant inserter interface, consistent with overload. The above observations are consistent with brittle overload of the part during the insertion. Angulation and /or torsion of the implant relative to the disc space during insertion can influence the level of impaction loads, as well as the size of the implant chosen relative to the disc preparation and distraction. The above observations are consistent with overload.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During insertion, the cage broke. The surgeon was able to remove a small part of the cage but the main portion remained in the patient. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This part is not approved for use in the united states; however, a like device catalog # 9392507, product code max was cleared in the united states. This part is not approved for use in the united states; however, a like device catalog # 9392507, 510k # k094025 was cleared in the united states.

Manufacturer narrative:
Analysis of the returned device shows that visually confirmed a portion of the implant returned for analysis. Visual and optical examination confirms the implant is fractured near the implant inserter interface, consistent with overload. The above observations are consistent with brittle overload of the part during the insertion. Angulation and /or torsion of the implant relative to the disc space during insertion can influence the level of impaction loads, as well as the size of the implant chosen relative to the disc preparation and distraction. The above observations are consistent with overload.